Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned flextome device. An examination of the returned device identified a complete circumferential tear in the balloon material located approximately 5mm distal of the proximal balloon bond. The distal section of balloon material, consisting of two blades and the tip of the device was completely detached from the catheter and was not returned for analysis. One blade remained bonded to the proximal section of balloon material. A visual and microscopic examination of the balloon material and blade identified no issues that could have contributed to the damage identified. A visual and tactile examination identified that the shaft polymer extrusion was severely stretched and kinked along its entire length. A visual examination found the markerbands of the device to be undamaged and still crimped on to the stretched shaft. A visual and tactile examination the hypotube to be kinked at several locations along it's length. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon hypotube detached. Vascular access was obtained in the target vessel. A 06/2.50 flextome cutting balloon was selected for use. During catheter positioning and balloon insufflation took place, the hypotube of the balloon detached from the vessel. It was completely recovered via a loop catheter. There were no complications. Patient was stable post procedure.

Event description:
It was reported that the balloon hypotube detached. Vascular access was obtained in the target vessel. A 06/2.50 flextome cutting balloon was selected for use. During cathteter positioning and balloon insufflation took place, the hypotube of the balloon detached from the vessel. It was completely recovered via a loop catheter. There were no complications . Patient was stable post procedure.